Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the tandem-provided pump and charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.